Event description:
The customer reported that the insulin pump was not delivering bolus. Customer stated was wearing sensor and blood glucose was out of control. Customer stated was advised by diabetes therapist that insulin pump needs to be replaced. Customer declined to troubleshoot. It was checked that there was no history of no delivery alarm. Customer's blood glucose was 172 mg/dl. No further information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly ws noted during testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.